Event description:
It was reported that prior to starting a da vinci s surgical procedure, the scrub nurse noticed that one of the wrist cables of the maryland bipolar forceps instrument was damaged. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with frayed pitch cable located at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.